Event description:
A delivery complaint was received indicating not receiving the replacement adc device, which, initially was due to the error message, "scan in 10 minutes" when scanned. As a result, the customer experienced dizziness and had a seizure, however, regained composure and self-treated with sugar water. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). A watermark at the base of the tail was not observed. No failure modes were observed with sensor plug upon visual inspection. Therefore this issue is not confirmed due to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery complaint was received indicating not receiving the replacement adc device, which, initially was due to the error message, "scan in 10 minutes" when scanned. As a result, the customer experienced dizziness and had a seizure, however, regained composure and self-treated with sugar water. No further information was provided. There was no report of death or permanent injury associated with this event.